Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accutni) result generated by the unicel dxc 600i synchron access clinical system for one patient. Upon repeat testing on this and on a different instrument accutni results were within the normal reference range. The elevated result was not reported out of the lab. The customer did not report affect to the patient or user attributed or connected to this event.

Manufacturer narrative:
Samples are collected into plastic lithium heparin tubes with gel and centrifuged at 3,500 rpm for 10 minutes.qc was within the customer's established ranges prior to the event. A field service engineer (fse) was dispatched: the fse ran instrument verification and diagnostic testing; all met specifications. The fse performed precision run with good results. The fse verified repair per established procedures and results met published performance specifications.no clear root cause could be determined for this event.